Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the final parameter measurement, the right ventricular (rv) lead exhibited loss of capture due to lead dislodgement, as confirmed via fluoroscopy. The rv lead was repositioned, but dislodgement recurred. After several repositioning attempts, the rv lead showed high pacing impedance and high capture threshold resulting in complete loss of capture at different implant locations. The rv lead was not used and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance, and unacceptable threshold. A complete lead was returned in one piece with the helix extended and clogged with blood. The full helix extension length was measured within product specification. The reported events of high pacing impedance and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.